Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction 09/08/2015: on (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio iq meter was powering off during use. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue occurred on (B)(6) 2014. The reporter detailed that the patient manages her diabetes with oral medication, diet and exercise and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated that one hour after the alleged meter issue the patient had ¿raised glycemia¿ but did not specify if the patient developed any symptoms. The reporter denied that the patient received any treatment. During troubleshooting the cca noted that the meter was being used for the first time and did not require battery charging. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However this case is being reported as a malfunction as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015). The patient¿s meter has been returned on 2/3/2015 and evaluated by lifescan product analysis on 2/11/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.